Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: two 8100-032 samples were received by the manufacturing site for investigation. A visual inspection of the returned components noted that the piston of one of the components appeared to be recessed within the body of the y-site, confirming the customer's experience. Each of the components were then subjected to functional testing in order to replicate if any leakage was visible; in each instance no leakage was observed from either component. The valve of the recessed component was then removed from the body of the y-site; a closer inspection confirmed that the valve was not fully formed. The manufacturing site confirmed that the observed issue is likely to have occurred following the molding process during the extraction of the component from the mold. A review of the production records for lot 19078044 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd¿ nac-y site tubing leaked from the defective valve during use. The following information was provided by the initial reporter: "leakage caused by incomplete injection of c30727." "Defective valves causing leakage."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ nac-y site tubing leaked from the defective valve during use. The following information was provided by the initial reporter: "leakage caused by incomplete injection of c30727." "Defective valves causing leakage."

Event description:
It was reported that the bd¿ nac-y site tubing leaked from the defective valve during use. The following information was provided by the initial reporter: "leakage caused by incomplete injection of c30727" "defective valves causing leakage."

Manufacturer narrative:
H6: investigation: a 8100-032 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19078044. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified that the piston of the valve was recessed within the valve component; the component was then taken apart and it was identified that the piston appeared deformed. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the observed issue is likely to have occurred during the molding process where the molding cavity did not fill sufficiently and resulted in the component not being correctly formed. A definitive root cause for the short shot could not be determined, as the sample was not available for investigation in this instance. A review of the production records for lot 19078044 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text: see h10.